Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: I understand that the device did not staple. Did the device cut? Yes. If the device cut was the cut line complete? No. The cut line was incomplete and irregular (even jagged).

Event description:
It was reported that during a sleeve gastrectomy procedure, a stapling issue appeared with the fourth cartridge (used with an endoscopic linear cutter) whereas the three previous cartridges worked properly. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53l9p. Additional information was requested and the following was obtained: it was reported that there was a stapling issue with the fourth cartridge. Did the device staple? No. If the device stapled was the staple line complete? Na. If the device stapled what was the appearance of the staples? Na. The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the found damaged knife condition. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. A batch record review was performed and no anomalies were found during the manufacturing process.